Event description:
The account alleged the bed was not communication to the nurses' station, nurse call does not function. No pt impact.

Manufacturer narrative:
The account found the side com communication cable is missing. The account replaced the side com communication cable to resolve the issue.